Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that it was discovered that mouthpiece (maj-674) and the subject device had been immersed in hypochlorous acid and the reprocessing had been completed. It was reported that the autoclave setting can only be set to 115, 121, and 135°c. There were no reports of patient involvement. This is report 1 of 2.

Manufacturer narrative:
The device was not returned to olympus for inspection; however, the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, this incident was not caused by improper handling or insufficient explanation by olympus, but rather by deviation from the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.